Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the device evaluation, and the legal manufacturer's final investigation. The facility cleaning disinfection and sterilization practices (cds) were not provided by the user. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The issue may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
Hmi (hygiene microbiological investigation) after a microbiological routine control on this medical device, which was carried out as required by french regulation, the user detected an unexpected contamination. The user then left the medical device to the french olympus subsidiary for further investigation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The product is returned to ofr rrc.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated: at the operator channel, the canal distal end and the total found less than (B)(4) colony forming units (cfu)/ endoscope of micro-organisms. The customer states there was no patient infections. Once the investigation has been completed, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.